Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain/discomfort at the battery site. X-ray's show migration of the lead. The patient underwent a full system revision surgery. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain/discomfort at the battery site. X-ray's show migration of the lead. The patient underwent a full system revision surgery. There were no additional patient complications.

Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code additional product code: qon additional premarket/510k: p190006.